Event description:
Additional information received reported that the reporter believed elective replacement indicator had also occurred before end of service.

Event description:
It was reported that there was a motor stall and the patient went through withdrawal. The motor stall was confirmed in the event logs with no recovery. The patient was admitted to the hospital the day before her pump replacement on (B)(6) 2012. The patient recovered without sequelae. It was noted the patient was doing fine and had been since the pump replacement. The device system was used to deliver dilaudid and prialt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type: catheter. Analysis of the pump revealed corrosion of the motor gear train.